Manufacturer narrative:
Insulin pump received with cracked battery tube threads, cracked case on display window corner, minor scratches on lcd window, cracked belt clip slot on battery tube threads area and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a crack in the insulin pump. Customer is at her doctor's office and was told by a specialist to call for replacement pump. Customer stated that there are 2 cracks where you install the battery around the top on the back. The other crack is at the top right corner of the screen. Customer's blood glucose level is in the 300's mg/dl because she has been running high lately. Customer declined troubleshooting because she wanted to wait until she got her new pump. Customer thought that the damage around the battery might just be wear and tear from changing it out. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer also had an issue with the tubing and infusion sets. Customer was transferred for assistance. No additional information provided.